Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "spouse of a consumer reported no fluid was coming out of the needle during injection. Then she removed the needle and saw it was bent. Sample-discarded. It has been happening for 3-4 months with this box. Incident date-unknown; occurrence-unknown. Item# 320122; lot# 9015891; expiration date-2024-01-31. Consumer uses new pen needle each time of her injection. She does not visually tests the needle to see if it is straight. She does rotate the skin site. Explained the spouse she has to visually test the needle on the both end and not to tighten the pen needle while attaching the pen needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "spouse of a consumer reported no fluid was coming out of the needle during injection. Then she removed the needle and saw it was bent. Sample-discarded. It has been happening for 3-4 months with this box. Incident date- unknown; occurrence- unknown. Item# 320122; lot# 9015891; expiration date- 2024-01-31. Consumer uses new pen needle each time of her injection. She does not visually tests the needle to see if it is straight. She does rotate the skin site. Explained the spouse she has to visually test the needle on the both end and not to tighten the pen needle while attaching the pen needle."